Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for analysis, however we did receive performance data and have analyzed the data. Lifetime asystole episode counter: 27.

Event description:
It was reported that the implantable loop recorder (ilr) had a loss of signal. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable loop recorder (ilr) had a loss of signal. The device remains in use. No patient complications have been reported as a result of this event.